Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 90% stenosed mid left anterior descending (lad) artery, the 1.20 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced against heavy resistance to the lesion. During the first inflation to 14 atmosphere (atm) the balloon ruptured and pressure was lost. There was no reported adverse patient effect. A second 1.20 x 15 mm mini trek rx bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: asahi miracle bros; inflation: abbott indeflator; guide cath: cordis. Device coding: (B)(4) -against resistance. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the mini trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.